Event description:
The patient reported "sharp jabs in chest," near pacemaker, since 5 days after implant. She reported "13 jabs since last night and it is hot afterward." The patient had the device checked two days prior, and the device was "ok." Follow-up information received reported there were no performance issues with the device. The patient was put on a pain medication, and the doctor believed the feeling may be coming from the device being close to the chest wall. The device itself was not getting hot, and there was no reported nerve stimulation. The device remains in use, and no further patient complications were reported as a result of this event. (B)(6) 2010 (B)(4): on (B)(6), 2010 the patient reported feeling "little shocks" and that the pacemaker area "hurts" and sometimes "burns". The patient also reported "last night I had so many jabs I couldn't sleep". The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient reported "sharp jabs in chest," near pacemaker, since 5 days after implant. She reported "13 jabs since last night and it is hot afterward." The patient had the device checked two days prior, and the device was "ok." Follow-up information received reported there was no performance issues with the device. The patient was put on a pain medication, and the doctor believed the feeling may be coming from the device being close to the chest wall. The device itself was not getting hot, and there was no reported nerve stimulation. The device remains in use, and no further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.